Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-aug-2017, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 06-aug-2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that one of his leads broke and the ins wont work and patient doesn't know how it happened. Patient couldn't charge or do anything and the doctor went in to do a procedure on his back and that's when he found that something is messed up with the lead. His hcp wants him to get an scs replacement . It was reviewed that if the pt hasn't used the stimulation in a year or two, then it would be overdischarged, and they would have to see hcp or rep to help him get out of overdischarged state in order to get into MRI safe mode. Pt says that he already saw a rep 3-4 weeks ago but they could not get it out of overdischarged state.